Manufacturer narrative:
H6: the device was further evaluated by ventec where the reported issue of it delivering lower than set fio2 (fraction of inspired oxygen) was confirmed. Ventec replaced the oa1 board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the oa1 board.

Event description:
It was reported to ventec that the device needed service. Upon evaluation of the device, it was discovered that the device was delivering lower than set fio2 (fraction of inspired oxygen). There were no reports of patient use associated with the reported issue.